Event description:
Customer reportedly obtained results of 168 mg/dl and either 85 mg/dl or 95 mg/dl on the compact plus test system within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No info provided to indicate where comparison occurred. Compact plus test system: meter, strip lot 20650741, exp 1/31/08, cat/3038106.

Manufacturer narrative:
Suspect device is compact test drum.